Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated and confirmed the reported complaint. Fa found the primary of engagement failure to be related to the customer reported complaint. For clarification, the instrument was recognized, but failed mechanical engagement when placed on the in-house system. Instrument inputs failed to engage with the sterile adapter on multiple attempts. Review of the logs found no failures related to the reported instrument. An additional observation not reported by site was that the instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The broken pitch cable caused the instrument fail engagement when installed on the in-house system. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use condition procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. No image or procedure video was provided for review. A review of the instrument log for the tenaculum forceps instrument (part# 470207-10/ lot# n10210208-0117) associated with this event has been performed. Per this review of the logs, the instrument was last logged on (B)(6) 2022 via system serial# (B)(4). There were 2 uses remaining after this last usage. The time used was noted as 0, indicating the instrument was never used during the procedure on (B)(6) 2022. This complaint is being reported due to the following conclusion: failure analysis found the tenaculum forceps instrument to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could potentially fall inside a patient. Although there was no patient injury reported, a recurrence of the failure mode could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci-assisted myomectomy surgical procedure, after the patient was under anesthesia, the tenaculum forceps was not recognized. A backup instrument of the same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information about the complaint, but the reporter was not able to provide any information.